Event description:
Epidural bag was hung by md. One hour later it was noted that pump was delivering boluses and it was noted that 63ccs had infused. The pump was stopped and switched out.

Event description:
It was reported that the device was explanted after a implant duration of zero days. Through the operative report, it was learned that the device was explanted due to mitral regurgitation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the healthcare provider (via fax), additional information and a copy of the operative report was received. A device history record review is currently in process.